Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing threshold, high impedance measurements. And high out-of-range shock impedances. It was noted that there was no noise on the non-sustained ventricular tachycardia (nsvt) episodes detected. Technical services (ts) was consulted and determined that rv pacing was stable. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this patient was seen in clinic and during review of shock impedance measurements it was found that there were high shock impedance values associated with this rv lead. The right atrial (ra) lead shock impedance measurements also appeared higher than normal. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that commanded shock testing was performed in both configurations. It was noted that shock impedance measurements were in normal range for both shocks so no intervention was needed. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing threshold, high impedance measurements. And high out-of-range shock impedances. It was noted that there was no noise on the non-sustained ventricular tachycardia (nsvt) episodes detected. Technical services (ts) was consulted and determined that rv pacing was stable. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing threshold, high impedance measurements. And high out-of-range shock impedances. It was noted that there was no noise on the non-sustained ventricular tachycardia (nsvt) episodes detected. Technical services (ts) was consulted and determined that rv pacing was stable. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this patient was seen in clinic and during review of shock impedance measurements it was found that there were high shock impedance values associated with this rv lead. The right atrial (ra) lead shock impedance measurements also appeared higher than normal. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that commanded shock testing was performed in both configurations. It was noted that shock impedance measurements were in normal range for both shocks so no intervention was needed. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.